Manufacturer narrative:
Per the field service representative (fsr), when he got to the user facility for the repair, the customer had placed tape over the "bad" outlet. The fsr found the perfusion unit plugged into the wall with an extension cord resting on top of the plug. He tested that outlet at 117 volts, but the perfusionist told him it was a bad outlet. The fsr verified the operation of the perfusion system and back-up battery system.

Event description:
It was reported that during pre-cardiopulmonary bypass of the device for a cardiopulmonary bypass (cpb) procedure, the perfusion system was moved from one room to the operating room (o/r). In the o/r, the unit was plugged in. This was when the perfusionist (ccp) noticed three of the roller pumps were not working. The ccp checked the pump connections to make sure they were all plugged in. He did not find that the pumps were unplugged. The ccp then plugged the unit into a different outlet and the unit worked. Patient was already in the operating room when this issue occurred. The failure was intermittent in nature and there were no error messages or audible tones. The device was not changed out, as the unit was plugged into a different outlet and it worked. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.